Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed a clinical review of the provided electronic patient records and determined that the device use may have contributed to the patient outcome. A use error was identified as it was observed that the records show artifact consistent with poor skin to electrode contact throughout the event. This was also indicated by the device giving "motion" and "leads off" alerts. The device evaluation is anticipated but not yet begun. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio control to report that their device did not detect patient though the defibrillation electrodes. The patient associated with the reported event did not survive.

Manufacturer narrative:
The device was evaluated by a physio control field service representative. The reported issue was not duplicated, however upon reviewing he electronic records from the device the reported issue was verified. The device operated as expected and detected various simulated wave forms. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device did not detect patient though the defibrillation electrodes. The patient associated with the reported event did not survive.

Event description:
The customer contacted physio control to report that their device did not detect patient though the defibrillation electrodes. The patient associated with the reported event did not survive.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with all the available patient information.